Event description:
It was further reported that with the new system, the patient was doing well with the therapy again and had no further problems with the recharging process. It was noted that when the device was explanted, the company representative attempted to charge it in the operating room. The battery was placed in the recharger for 90 mins, but no charge was obtained.

Event description:
It was further reported that since it was not possible to recharge, the device was replaced. Outcome was not reported.

Event description:
It was reported that the patient was unable to recharge their implantable neurostimulator (ins) battery due to the site of implantat ion. A surgical repositioning/replacement procedure was being considered. No patient injuries were reported at this time. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Recharger model 37752, serial #(B)(4).